Event description:
On (B)(6) 2008 arterial pump failed during (B)(4) operative procedure. New pump - motor failed. Bio-med has the pump and the identifying info can be obtained from bio-med. There was mechanical failure of the main drive pump of the cardiopulmonary bypass during avr. Eight minutes elapse before another pump drive was replaced. Some flow using hand crank was provided during. He was cooled at 28 degrees during this time. (B)(6).

Manufacturer narrative:
(B)(6). Rotaflow (B)(6) investigation into a surgery case failure. Reported failure was a low battery alarm that continue until powering down. Unit was disassembled and tested per factory recommendation. Investigation found no failed parts, unit passed all functional testing. Internal clearing pm was done. Battery was installed on (B)(6) 2007 and delivered (B)(6) when activated. Maquet sales rep spent time with the perfusionist onsite at time of repair explaining power switch functions for the odu, a/c connection choices.